Event description:
Patient reported a black line appeared on the infusion device display a few weeks ago, and this line interferes with her ability to view the insulin delivery amounts. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result no defective display segments were found however the display window is scratched due to a mechanical impact. The scratched display cannot lead to misinterpretation of insulin amounts. The insulin pump shouldn't be exposed to high mechanical forces. The problem mentioned by the customer is related to a handling issue.